Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The lead is part of the advisory for this model. Evaluation summary: (B)(4): the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Sensing - oversensing: 2 - ventricular nst=130 ms average v-cycle on (B)(6) 2011. 1 - vf=200 ms on (B)(6) 2009. Sensing - interference/noise: ventricular short interval count v-sic=123.0 counts avg/day, in 0.46 day, on (B)(6) 2011 in the timeframe between 10:55:09 and 21:50:41. Alert - lead integrity alert triggered 1 - patient alert for lead failure predictor on (B)(6) 2011. The device was not returned, diagnostic information is consistent with reported event.

Event description:
It was reported that the patient was seen in the office with a high sensing integrity counts (sic). The noise could not be reproduced and the patient was sent home. Later that evening, the patient was instructed to go to the emergency room after the patient alert triggered. The lead integrity alert (lia) was noted to have also triggered. The sic had increased and oversensing was demonstrated. There was a concern about the lead connection and the device set-screw, however no intervention was taken with the device. The lead was reprogrammed from integrated bipolar to true bipolar and the patient was kept overnight for observation. The lead and device are still in use. No patient complications have been reported as a result of this event.